Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(6). Manufacturing location: (B)(4). Manufacturing date: july 04, 1988. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was completed: upon visual inspection of the device it can be seen that the 2.5mm drill guide side is damaged and is missing several of its teeth as stated in the complaint description. The rest of the instrument is in fairly good condition with minor wear and tear on the device. A root cause could not be determined; a possible cause could be excessive force was applied to one side of the sleeve causing the teeth to break off. This complaint is confirmed. The returned drill sleeve is a component of multiple systems including: locking proximal humeral plate, 3.5mm cannulated screws and next generate elbow. The relevant drawings were reviewed. The design history was found to not impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Please note this device was manufactured by a supplier prior to 1997 and therefore no relevant drawing could be traced at the time of manufacturing for review and oldest drawing found was from 1996. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported the teeth were broken/missing on drill sleeve. The drill guide sleeve was discovered broken in the set before the surgery; a different set was used. No patent involvement. No additional information was provided. When the device was being evaluated by the manufacturer, it was noted that the tip of the drill sleeve was broken. This is report 1 of 1 for (B)(4).